Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visual inspected and tested for reported problem. The customer's stated problem was verified. During investigation the pump was inspected, and the pump was unable to power up. The pump later displayed alarm error code 10106. The customer's stated problem was verified. Further investigation of the pump and determined that a faulty microprocessor board was the root cause of the issue. Service replaced the pump microprocessor board to correct the reported problem. The root cause of the reported problem was the faulty microprocessor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.